Manufacturer narrative:
No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-27157. Related manufacturer reference number: 2017865-2021-27158. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.